Event description:
It was reported that during a percutaneous interventional procedure the markers were not visible. An unknown sized apex balloon catheter had been advanced to treat an unspecified lesion for an "average" sized patient. The physician was not able to see the markers on the balloon catheter. The apex balloon was removed and the procedure was completed with a non-bsc balloon. There were no patient complications reported with the patient's current condition listed as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).